Event description:
It was reported that the dr was performing a breast biopsy, when the rear rotation knob would not turn the front probe. The dr tried a different probe and encountered the same issue. Three samples were obtained by forcefully turning the front thumbwheel on the probe and it was then decided to stop the case. The pt will be rescheduled for a f/u biopsy procedure. The holster only will be returned for analysis.

Manufacturer narrative:
Eval summary: the site found that the coiled pin is sheared and the manual spade assembly pin is bent. The shroud is cracked where the probe locks in place. The holster was also in need of upgrades. The holster was repaired, functionally tested and found to operate properly.